Manufacturer narrative:
Additional product code - jos. At time of filing, although expected, the reported device has not been received into conmed's complaint system for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The complaint was created due to receipt of FDA 3500a # (B)(4), reporting issues with the system 7500, item 60-7500-120, serial (B)(4) experienced by (B)(6), on (B)(6) 2020. Information received was that a (B)(6) yr old white male, weighing (B)(6) kgs, with a level 1 penetrating trauma to the abdomen, was brought into the or for emergency laparotomy exploratory surgery. The surgeon requested an abc (argon beam coagulation) unit which was brought into the room. The usual settings were selected & the unit didn't work when the surgeon attempted to use it. The patient continued to hemorrhage from a liver laceration while they switched the handpiece, grounding pad & argon tank to try & resolve problem to no avail. As the surgeon was unable to control the bleeding by cauterization, he was forced to use fibrillar, surgi-cel & avitene. The patient was packed with 28 lap sponges & left open with abthera wound vac instead of a closed abdomen. Clarification received states the patient came into surgery already bleeding from his liver wound. The patient is reported to be discharged but still recovering at time of this report. It is noted the reasoning for leaving the wound open was as the abc was not functioning, they tried alternative methods to stop the bleeding. No other abc or esu unit was available for use. Several handpieces had been attempted for use with the system 7500 as well as a grounding pad. It is unknown what exact settings had been attempted or when this unit had last been used. No other information has been made available. This report is being raised on the basis of injury due to the inability to stop the patients bleeding as planned.

Manufacturer narrative:
H4: please note date of manufacture listed as 16jan2001 as that date is listed on the unit's "system 7500 operational test data sheet " prior to its release. At time of this filing, although originally expected, it has been determined that the device in question will not be returned to conmed by the facility, it has been taken out of circulation and "retired" to the facility's basement storage. No photographic evidence has been provided. The reported failure could not be verified, and as such, a root cause could not be determined and the complaint is inconclusive. The service history was reviewed, and no prior data was found. The manufacturing documents from the device history record have been reviewed and found no abnormalities that would contribute to this issue. However, please note, the device was over twenty (20) years old at the time of incident with no service history at conmed. A two-year review of complaint history revealed there has been a total of 9 complaints, regarding 9 devices, for this device family and similar failure mode. During this same time frame 27 similar devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.3. However, because this is a reusable device, the potential number of uses is not considered in this occurrence rate. The instructions for use (IFU) provides the user with information regarding proper care and use of this device. The IFU also advises the user that when ready to use, set the power switch to the on position. The esu will conduct a power-on self-test. As the esu goes through its internal self-diagnostics, confirm that the machine responds: illuminate all 13 front panel buttons led's; the esu will show the software revision level in both lcd panels; sound a test tone. After the power-on self-tests, the esu is ready for use. Refer all servicing to a hospital qualified biomedical technician or conmed service personnel. When testing, it is recommended that duty cycles be limited to 15 seconds of activation with delays of 30 seconds between activations. Conmed encourages the inspection and/or test of all medical equipment prior to use to ensure all devices are functioning as expected. This issue will continue to be monitored through the complaint system to assure patient safety.